Event description:
A report was received that the patient will undergo a replacement of her scs system.

Event description:
A report was received that the patient will undergo a replacement of her scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial # (B)(4) and (B)(4), description: scs 70cm lead.

Manufacturer narrative:
Additional information was received that the patient was explanted and re-implanted with a competitors device. Explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.